Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c16000 analyzer generated an initial chloride result of 90 mmol/l. The sample was repeated 2 times with results of 102 mmol/l both times. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation: fibrin in sample. The architect instrument logs were reviewed. Based on the information available the probable cause for the discrepant ict results was sample integrity. The pressure monitoring log revealed there was an aspiration pressure waveform that indicated a small amount of fibrin may have been present in the sample. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.